Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Event description:
An altitude alarm was reported by the customer, indicating that the pump was not operating correctly. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Initial attempts to resolve the issue through technical support were unsuccessful, with actions including cleaning speaker holes and attempting to resume insulin delivery. As the issue persisted, tandem technical support decided to replace the pump and cartridge. A replacement pump was sent to the customer's preferred address, and instructions for putting the current pump into storage mode, as well as steps for setting up the new pump, were provided. The customer understood the instructions and a return process for the problematic pump was arranged.